Manufacturer narrative:
The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. One wet sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fluidics management system cassette was tested on a console, primed and tuned with the hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. After inspection and evaluation of the returned cassettes the root cause of the customer's event could not be established as aspiration performance met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, every pack batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during ultrasound mode of cataract surgery with intraocular lens implantation. The surgery was completed after replacing the product with another one. There was no patient impact.